Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. Following the procedure, a pericardial effusion resulting in a tamponade was observed via an electrocardiogram. The physician suspected a cardiac perforation to be the cause of the loss of capture and effusion. Pericardiocentesis was performed to resolve the perforation and the patient was in stable condition.